Event description:
Event description cpi received information that this implantable pulse generator (ipg) was unable to be interrogated by using quickstart or pg application after 7.9 months of implant. In addition, the device lost telemetry and was not pacing.